Manufacturer narrative:
According to the available information, patient had high pvr (post void residual) postoperatively after (B)(6) 2024 and physician chose surgical intervention to loosen tension of sling - opened original incision, dissected sling away from tissue ingrowth, put a curved hemostat between mesh and urethra at midline and tugged slightly to loosen mesh, closed incision. Additional information received later in the day on (B)(6) 2024 indicated the patient can void now and everything is good. The device was not returned for evaluation. However, because examination of the returned components may not conclusively confirm or disprove the report of retention, quality accepts the physician¿s observations of such as the reason for surgical intervention. Based on the description of remediation, the sling was over tensioned. Per the IFU, sling should be placed under urethra tension free, such that a right-angle instrument could fit easily between sling and urethra. As no lot # was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed.

Event description:
According to the available information, the patient had high pvr (post void residual) postoperatively following an altis implantation. Surgical intervention was performed to loosen the tension of sling. The original incision was opened, and the sling was dissected from tissue ingrowth. A curved hemostat was put between mesh and urethra at midline and tugged slightly to loosen the mesh. The incision was then closed. Post surgical intervention the patient can void again, and everything was good.

Manufacturer narrative:
As no lot # was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed.

Event description:
According to the available information, the patient had high pvr (post void residual) postoperatively following an altis implantation. Surgical intervention was performed to loosen the tension of sling. The original incision was opened, and the sling was dissected from tissue ingrowth. A curved hemostat was put between mesh and urethra at midline and tugged slightly to loosen the mesh. The incision was then closed. Post surgical intervention the patient can void again, and everything was good.